Event description:
A burr from a disposable instrument pack broke while preparing the patient right middle proximal phalange for a mcp total joint implant. The piece that had broken off was removed and the surgery was completed successfully. No impact to the patient was reported.

Manufacturer narrative:
An x-ray of the broken burr in the canal was provided. This event has been reported to the manufacturer for assistance with the investigation into this event. When the investigation has been completed and/or additional information is received, a supplement report will be filed appropriately.